Event description:
It was reported that; peek tubing failed to expand cage, when checked metal face fell off tubing.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the device was discarded and therefore is not available for evaluation. No relevant issues were found in the manufacturing records of the device lot. Scrub tech attached the tubing set while the inserter was laying on its side which resulted in difficulty and may have damaged the tubing set. Conclusion: the plausible root cause is user related, the inserter should be in the upright position while attaching the tubing set.

Event description:
It was reported that; peek tubing failed to expand cage, when checked metal face fell off tubing.